Manufacturer narrative:
The issue was resolved through troubleshooting with olympus technical support via the phone. To resolve the problem, technical support directed the user to remove and reseat the maj-1430 video scope cable into the subject device and then power on the subject device. Upon completing the suggested actions, the user reported that the problem was resolved and that an image could be obtained from the olympus 180 series scope. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present when using the olympus, model cv-190 with olympus series 180 scopes. The problem, as reported to olympus, was found during installation and testing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined possible causes as 1.) The maj-1340 cable was not connected correctly or 2.) The presence of inappropriate material, such as dust or water, on the maj-1430 cable connection.